Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an error code 242-4030 was not determined because no products or device logs were returned.

Event description:
It was reported that customer biomed stated one of their highest reported failures are "error code 242-4030 motor stall detected". Upon customer repair the biomed discovered broken pins on the air-in-line assembly. Customer reports "that this issue only occurred with the older air-in-line assemblies that had the pins soldered on". This was reported to bd representatives during their site visit. There was no information on patient involvement. Although requested, the customer did not provide any additional information and declined to send the devices to bd for investigation.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an error code 242-4030 was not determined because no products or device logs were returned.

Event description:
It was reported that customer biomed stated one of their highest reported failures are "error code 242-4030 motor stall detected". Upon customer repair the biomed discovered broken pins on the air-in-line assembly. Customer reports "that this issue only occurred with the older air-in-line assemblies that had the pins soldered on". This was reported to bd representatives during their site visit. There was no information on patient involvement. Although requested, the customer did not provide any additional information and declined to send the devices to bd for investigation.